Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that according to the customer's father, the insulin pump had a keypad anomaly. Troubleshooting was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the central button was unresponsive. It was also reported that customer was advised to change the battery but the issue persisted. There was no indication of the issue being resolved during the call. There was also no indication of the insulin pump returning for analysis.